Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.

Event description:
The account alleges there are perforations and fractures on the catheter. The distal part of the catheter (the black part) is divided in various parts within the patient which caused the doctor to use a removal kit.